Event description:
The customer reported that the systems' monitors have burned out. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the left and the right monitors. The system was tested and found to be working as intended and put back in service.